Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application became unresponsive during follow-up of a leadless implantable pulse generator (ipg). It was noted that the leadless ipg had been programmed to assess intrinsic rhythm and obtain an electrocardiogram (ECG). It was further noted that a sensing test was initiated and, when no intrinsic right ventricular (rv) rhythm was observed, stop was selected to terminate the test; however, the application became unresponsive and did not accept touch input. It was also noted that attempts to restore the original settings were delayed due to poor communication between the leadless ipg and patient connector as indicated by a message displayed stating that programming was not confirmed. As a result, the device remained in the programmed pacing mode for approximately two minutes. No patient complications have been reported as a result of this event.